Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage along the length of the stent struts from the proximal and distal regions were lifted and pulled in a distal direction. The stent outer diameter was unable to be measured due to the condition of the stent. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02sep2020. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation with a 2.0-15 non-bsc balloon catheter, a 4.00 x 16 synergy drug-eluting stent was advanced but could not pass through the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. However, returned device analysis revealed stent damage.